Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged mini set main body. In this case no functional problem was observed during the plant evaluation however a visual crack was confirmed. Root cause root cause is uncertain. A batch review did not show any related manufacturing problems. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
The patient noted some cracks on the light blue main body. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.